Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer replaced the system computer. The review of logfile for the day of event shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows no successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed one minute and twenty-four seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was aborted by device during bed cut. At this point, no further data was transferred from the computer, which also means that the laser did not continue shooting and no further data was written to the log file. This indicates that the power control froze. Whether the emergency stop button was pressed is not clear from the logfiles. No warning or error message appeared. The surgeon restarted the laser and the startup was performed without any visible issue. The thickness of the flap was thicker than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No further treatments were performed on this day after the reported issue occurred. No technical root cause could be identified. Without investigation results by the performed analysis by the supplier no root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a flap-cutting procedure the system froze, and bed was unlocked resulting in an incomplete flap in the patient¿s right eye during surgery. The surgeon stopped the procedure discharged the patient and cancelled the surgeries.the patient symptoms was resolved.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).